Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday after changing the batteries in the patient programmer (pp), the pp displayed a 'contact clinician' warning screen with code 509. The screen continued to appear each time they tried to sync with their implantable neurostimulator (ins). During the call, the pp was displaying the 'replace programmer batteries' screen. They replaced the pp batteries and reported that the 'contact clinician' warning screen with code 509 appeared. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the "call hcp 509" message was being reported on the patient programmer (pp) and the tablet would not read the implantable neurostimulator (ins), providing a message of "measurement impending". They were instructed how to reset the neurostimulator using the clinician application. The reset of the implantable neurostimulator (ins) resolved the issue. They confirmed that the pp communicated to the ins as well and the patient programming was group a: left side: c+3-, 2.5v, 215 pw, 90hz; right side: c+11- 2.4v, 215pw, 90hz. No other groups or programs are programmed.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported after the device was reset the battery was successfully interrogated by the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.